Manufacturer narrative:
Patient was revised to address disassociation of the liner from the cup. Excessive poly wear was also reported. Doi (B)(6) 2012 - dor (B)(6) 2012 (right hip). Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. It is suspected that the devices were not fully engaged when first implanted, later leading to the disassociation now reported. Device evaluation did not identify or verify product error with regard to the reported event. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address disassociation of the liner from the cup. Excessive poly wear was also reported.